Event description:
During baxter's functional testing of a spectrum pump, the device displayed an "upstream occlusion" alarm when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the constant upstream occlusion alarms caused by a failed upstream sensor as a result of fluid intrusion. The failed upstream sensor was replaced.